Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. They reported that since earlier in 2025 (exact timing unclear), the patient (pt) notes feeling heating at the ins site when recharging it. Pt doesn't feel the heating coming from the recharger, but internally to the ins. The pt says their skin will be hot to the touch when this occurs and pt would ice the area then. The pt stopped using the recharge belt and this helped. Now the pt tucks the recharger in their pants to stabilize it and this has helped, along with reducing the recharging speed. There is no visible damage to the recharger or controller today and both sets of pins on these components look good. The connection site on the controller looks good and intact. The pt did note feeling some heating while charging the ins on the way into the clinic today. Technical services (tss) reviewed making sure the recharge speed was reduced and for the pt and/or rep to call into patient services for further assistance if this starts to persist or gets worse. Caller also noted with stimulation off, when patient does a lot of coughing, the pt feels electrical shocking in mid shoulders up into their head area that is painful and uncomfortable. Pt has noticed this issue since aug-sept 2025 timeframe when pt was coughing a lot due to a cold/bronchitis/pneumonia. The pt has not had any therapy changes during this time and no programming changes but caller notes that pt was using stim about 24% of the time, at least in the last 30 days. Pt's leads are in the t8-10 area. When asked, the pt indicates they have had multiple falls and a [unrelated] fracture of their foot during the summer time to today, including falling backwards. The pt also notes getting a jolt in their spinal area when pt moves wrong or sits wrong. Impedances are normal today. Tss reviewed consideration to do lead imaging to check for migration and trying different programming to see if that might help the shocking the pt feels with coughing. They are planning on trying to do an x-ray today of leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator.  The reason for the call was patient reported that since a few weeks ago, they have been shocked 4 times now. Patient stated that they were once shocked when they were just laying down. Patient also mentioned getting shocked yesterday when they attempted to increase the intensity of their stimulation. Patient also mentioned charging their ins and it would heat up the ins to the point where they would need to stop charging. Patient stated that the implant site would get too hot that they would need to put a cold compress on the implant site. Patient stated that the antenna would be cool though it's just the implant site that would heat up. Agent reviewed and redirected patient to their hcp to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was not know, pt reported it was better when she didn't use the case. The actions taken to resolve the issue is the pt states she charges without belt now, charging speed discussed and patient educated on how to decrease. The rep noted the pt will follow up if further complaints.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.